Event description:
A report was received that a patient had a pocket revision due to the implantable pulse generator (ipg) coming through the skin. The physician made the pocket deeper.

Manufacturer narrative:
This is the final report.